Manufacturer narrative:
Analysis of the returned device shows that after observation of the returned implants, no defect has been identified that would have been responsible of the event. The failure of the mechanical thread is consistent with an over-loading of the thread during tightening. The over-loading may come from the misalignment of the break-off nut thread with the pedicle screw mechanical thread due to the bent pedicle screw thread above the break-off zone.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, "the surgeon stated that when he tried to lock the nut on the screw with the connector using the counter torque, the screw turned with the set screw. He was not able to break the set screw and instead broke the pedicle. As a result he had to remove the screw and replace it with a larger one." No further patient complications were reported.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.